Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2015, the vns patient¿s replacement generator was tested with the existing lead and multiple diagnostic results revealed high impedance (impedance value > = 10,000 ohms). The lead pin was reported to be fully inserted into the generator header. The lead was not replaced during the procedure. It was noted that the surgeon had difficulty explanting the patient¿s previous generator during the procedure and the generator header had detached from the generator main body. The explanted generator was discarded so no analysis can be performed. No known surgical interventions for the high impedance condition have occurred to date.

Event description:
Patient underwent lead revision on (B)(6) 2015. The surgeon explanted the lead and had cut the lead into pieces and they were discarded. It was further clarified the surgeon had difficulty in removing the generator from its pocket and difficulty in removing the lead from the generator without harming the lead due to scar tissue on (B)(6) 2015. Pre-op interrogation was reported to be within normal limits. The lead was suspected to have been damaged in the explant process as the physician had difficulty removing the generator and lead from the generator. Due to these difficulties, the surgeon did not replace the lead and referred patient to another surgeon for the lead revision after the observation of high impedance.

Manufacturer narrative:
.